Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion, underweight, and an opening. A microscopic analysis was performed which identified a sharp crease opening on the posterior side and a non-penetrating nick. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening, and non-penetrating nick.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side possible rupture. Device remains implanted.